Event description:
Patient undergoing MRI under general anesthesia with routine monitoring. At the onset of the scan, the ECG and oxygen saturation waveform of the invivo precess remote monitor was lost. The scan was stopped. The MRI tech and biomed tech tried to troubleshoot the unit, but the problem was not resolved. The invivo representative suggested a change in the filter setting and this worked and the case resumed. The patient experienced an extra 30 minutes of general anesthesia while troubleshooting of the device took place. There were no anesthetic-complications.